Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead warning triggered due to the possibility of a lead insulation breach. The device was reprogrammed from bipolar to unipolar pacing. After reprogramming, it was noted that there was low impedances and the patient felt unipolar pacing at high outputs. The device was reprogrammed back to bipolar pacing. The lead remains in use. No patient complications have been reported as a result of this event.